Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: (B)(6) 2011. (B)(4).

Event description:
The patient's daughter reported that "they have a new sound system in the church" and that "the bass guitar is loud, [the patient] reaches for [the] heart and gets up to leave." The device remains in use. No patient complications have been reported as a result of this event.